Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the ok keypad button was under responsive. It was alleged that the keypad cover was missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/29/2015.device evaluation: the device has been returned and evaluated by product analysis on 01/16/2015 with the following findings: the keypad cover was torn. The ok and contrast keypad buttons were unresponsive. The keypad cover was removed, and the keypad flex was found to be torn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.